Manufacturer narrative:
The complainant was unable to report the suspected lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip did not release from the catheter. The clip was then pulled off from the tissue and the procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.